Manufacturer narrative:
On sep 3, 2024, two new related report numbers were been identified and added to the related report number field: mw5158321 and mw5158322. On sep 4, 2024, mentor became aware the related report number (B)(4) was not included in the corresponding block h10, related report number field of the previous report. It has been added to this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 11, 2024, a new related report numbers was identified and added to the related report number field: mw5158586. On sep 13, 2024, two new related report numbers were identified and added to the related report number field: mw5158733 and mw5158734. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot/serial number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medsun (B)(4)that a patient underwent a breast reconstruction with mentor artoura plus, smooth, high profile tissue expanders 375cc and experienced bilateral infection along with hematoma on the left side post-operatively. The patient underwent evacuation of the hematoma on dec 20, 2023. The devices were explanted on (B)(6) 2024. This report is for the right breast prosthesis.